Event description:
The customer stated that one patient sample (infant) generated an initial architect creatinine result of 1144 umol/l (66.9 mg/dl) which was repeated at 77 umol/l (4.5 mg/dl). The same patient sample generated discrepant results for the architect urea assay (initial result at 28.7 umol/l = 1.68 mg/dl), repeated at 12.1 umol/l (0.7 mg/ml). The discrepant results were reported out of the lab and the patient was transferred to another facility for an emergency dialysis which was not performed due to the fact that a sample integrity issue could have contributed to the elevated results. Quality controls were all within the acceptable ranges.

Manufacturer narrative:
(B)(4). Evaluation-results ((B)(4), other): erratic creatinine and urea nitrogen results. Evaluation-results ((B)(4), other): erratic creatinine and urea nitrogen results. Evaluation- conclusions ((B)(4), other): erratic creatinine and urea nitrogen results. An investigation was conducted in response to the complaint. Since no returned materials were received, it was determined that the cause of the issue might be what the operator believed (the sample was contaminated by urine before it was tested which could explain the elevated urea nitrogen and creatinine results with a consistent sodium result) generated from the same sample. The possibility of carry over was eliminated since the other samples tested before and after this sample were not elevated. A review of the complaint history for this architect analyzer with the same serial number for the period of (B)(6) 2008 through (B)(6) 2009 found four previous incidents related to this analyzer all of which were resolved by trouble shooting. The operators manual indicated that if the assay results are inconsistent with the clinical scenario, additional testing is suggested to confirm the result. The assay package insert also instructed to use caution when processing to prevent contamination. Based on the investigation results, no malfunction was identified for this architect system of the same serial number. This is a final report

Manufacturer narrative:
(B)(4). This an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.